Manufacturer narrative:
(B)(4) analysis: inspected 1 opened/used enlite sensor and performed bicarbonate buffer test (B)(4). Sensor passed with accurate readings.

Event description:
It was reported that customer was having issues with the sensors. Customer reported differences on sensor and blood glucose readings. Customer's blood glucose was 70 mg/dl. Customer declined to do troubleshooting. Customer inquired how to turn off her threshold suspend at night and advised customer to speak with health care provider and call us back and we can assist her in turning off the feature. Customer also reported that the sensors were not calibrating right. Customer stated sensor reading was 110 mg/dl but she checked her blood glucose was 39 mg/dl. Advised customer the sensors would be replaced. No further information provided.